Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The contact reported the customer experienced random temperature alarms approximately one month ago. The reported temperature conditions were "normal". Additionally, the customer experienced an elevated blood glucose (bg) level "over 600 mg/dl" with "large" ketones. Contact worked with their health care professional to address the ketones by "flushing out" with intake of water. The customer has returned to multiple daily injections. Additionally, it was reported that the pump became unresponsive and stopped all insulin delivery and was unable to continue troubleshooting with tandem technical support.

Manufacturer narrative:
(B)(4).